Event description:
It was later communicated that the cause or event leading to that event was unknown. There was no patient adverse impact associated with this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module needed repair as it was not charging the internal battery and causing alarming. The power module would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module internal battery not charging and causing an alarm was not confirmed. Power module, serial (B)(6), was evaluated by the european distribution center. The unit returned with traces of blood contamination. The device was not functionally tested due to the observed contamination. The device was returned to the customer unrepaired. A root cause for the reported event was not conclusively determined through this analysis. Incidental finding revealed blood contamination in the unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. B) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.